Event description:
Revision surgery - there was no patella in original surgery. The doctor placed the patella in and removed tibial poly for access to evert patella. In addition, the doctor replaced an 11mm p.s. Insert with a new one.